Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening extended, underweight and crease flat. A microscopic analysis was performed which identified: one opening sharp and stress marks near of the opening site, this condition was called surgical impact, two smooth openings on the radius and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to surgical impact. Two smooth openings due to smooth opening.

Event description:
Healthcare professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device was explanted.